Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure coils removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("residual foreign body in soft tissue") and pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 0403307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching. Concurrent conditions included coronary artery disease. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), asthma ("asthma"), perineal pain ("perineal pain") and adnexa uteri cyst ("right paratubal cyst"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and wedge resection, removal of essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, migraine, headache, dyspareunia, anaemia, asthma, perineal pain and adnexa uteri cyst outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anaemia, asthma, dyspareunia, embedded device, headache, migraine, pelvic pain and perineal pain to be related to essure (ess205). The reporter commented: it was reported that uterus with two 2cm pedunculated fibroids at the right cornua, normal bilateral ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: added reporters, patient demographics, medical history and laboratory data. Suspected drug indication and lot number. On (B)(6) 2007, she implanted essure (previously reported as (B)(6) 2007). Added events migraines / headaches, dyspareunia (painful sexual intercourse), right paratubal cyst, anemia, asthma, perineal pain; residual foreign body in soft tissue, lower abdominal pain. Added onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("residual foreign body in soft tissue") and pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 0403307-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching. Concurrent conditions included coronary artery disease. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), asthma ("asthma"), perineal pain ("perineal pain") and adnexa uteri cyst ("right paratubal cyst"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and wedge resection, removal of essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, migraine, headache, dyspareunia, anaemia, asthma, perineal pain and adnexa uteri cyst outcome was unknown and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, anaemia, asthma, dyspareunia, embedded device, headache, migraine, pelvic pain and perineal pain to be related to essure (ess205). The reporter commented: it was reported that uterus with two 2cm pedunculated fibroids at the right cornua, normal bilateral ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Lot number report 0403307 is invalid. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.